Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause is a defective led backlight. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Bio-med's description: this t-1 was running during a transport of a patient and the screen turned black. It continued to ventilate but, the screen would not illuminate. I ran it in the lab for 10 minutes while plugged into the wall and it ran fine. About 10 minutes later a high priority alarm went off and the screen went black not allowing any sequence to turn it back on by pushing buttons or touching the screen. I needed to power off by unplugging from wall and removing the batteries. I reinserted the batteries post watchdog alarming and powered the unit back up. Once it powered up I downloaded the files and attached the screen shots if needed. The patient was not harmed and no incident report (FDA) was filed device's files will be sent via email.